Event description:
Customer reported, the system locked up during a procedure. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the ipc board. System operates as intended.